Event description:
Customer reported that the insulin pump's screen was blank. Customer stated that the insulin pump had recently been dropped into a swimming pool. Customer stated that water was visible under the insulin pump's display. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent blank display due to corroded electronic assembly. Insulin pump received with motor assembly received corroded. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.